Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A medical device recall notice was received by the user facility on february 24, 2016. A reminder notification was sent april 20, 2016. It was at that time, the user facility became aware recalled product has been implanted. Decision was made to recall based on an investigation which identified iron oxidation on components contained in dvr epaks. This could result in a delay to a surgical procedure while the product is re-sterilized. Remains implanted.

Event description:
Patient underwent a distal radius fracture fixation procedure in which a plate was implanted. At time of implantation, the device had been involved in a recall. No further information has been provided.